Event description:
Reportedly, the tablet could not detect a smart ECG using bluetooth communication.

Manufacturer narrative:
Please refer to the analysis report. Analysis synthesis: - upon reception, the returned smarttouch tablet could not be identified, because the serial number was not indicated in the complaint. However, the returned smart ECG was tested with a reference tablet and the reported behavior was reproduced, as pairing was impossible. - the reported issue could have resulted from a defective button on the associated smart ECG. As the button remained pressed, the communication may have been prevented with the tablet. - further analyses are ongoing to determine the root-cause of the issue observed on the smart ECG.

Event description:
Reportedly, the tablet could not detect a smart ECG using bluetooth communication.